Event description:
Pt underwent endometrial ablation procedure in 2004. Pt returned two days post ablation with symptoms of a mild infection (abdominal pain, moderate fever). Antibacterial therapy had a positive impact and pt was discharged the following day.